Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: a review of the black box indicated call service 064 alarms had occurred on 11/25/2014. The pump powered on with no auditory features. The call service 064 was duplicated on investigation, as an alarm was emitted during the first rewind attempt. Investigation revealed moisture corrosion in the battery compartment and on the battery cap. The pump passed leak testing. The pump cover was removed and there was evidence of moisture corrosion found to the auditory circuit and to the motor flex connector.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting call service 064 alarms during the rewind/prime step, and that the patient was unable to prime without the alarm recurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.